Manufacturer narrative:
A review of the manufacturing documentation for this particular batch of devices that was used in the procedure is not possible as the batch number is unknown. This investigation will be assigned the most probable root cause classification of operational context as the complaint is associated with a product that meets the specification, but due to anatomical/procedural factors encountered during the procedure performance was limited.

Event description:
It was reported that during an unspecified angioplasty procedure, no reflow phenomena occurred. The vessel being treated was the right coronary artery (rca). There was thrombus present in the vessel. The physician inflated the maverick2 balloon in the vessel, the physician inflated the maverick2 balloon in the vessel, and there was no reflow in the vessel. It was reported that the inflation of the balloon may have dislodged the thrombus distally. The physician administered unknown anticoagulant medications and implanted a 4.0 x 24mm taxus liberte drug eluting stent. Flow was re-established. No further complications were reported, and patient status was reported as "fine'.